Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported problem is unk.

Event description:
Customer reported the following: new IV lines were set up for pt related to new central line. The new line was primed slowly with normal saline and albumin in glass bottle piggyback line back primed from line set up to normal saline. Albumin hung as piggyback and drip chamber opened. Medication appeared to be infusing appropriately. After half an hour, almost all albumin remained and 250cc of normal saline had infused. There was no report of pt harm and although requested, no add'l pt or event info was provided.